Manufacturer narrative:
H10: per good faith effort response, it was confirmed that there was no work performed as the repair approval from the customer expired, no work performed by philips. However, the touchscreen had been replaced in july to resolve the reported problem. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
During servicing pre-check, the service engineer found the touch screen was not working. The device was not in clinical use at the time the issue was discovered, no patient/user harm was reported.